Event description:
It was reported that there was something wrong with it immediately after implant and the patient thought it wasn¿t programmed right. The manufacturer representative came to the patient¿s house and fixed it 4 days after implant, and that was when the patient started using it. The patient¿s device was not helping them at all and in fact was making their symptoms worse. The patient never had therapeutic effect. Their urgency and frequency had not improved and the patient seemed to have actually gotten worse. The patient had no time or warning to get to the bathroom without leaking and they weren¿t like that before implant. The patient thought the tingling almost seemed to make them want to go to the bathroom, but they thought it was supposed to hesitate it. The health care provider (hcp) told the patient the permanent implant would be better than the trial and it hadn¿t been. They saw a little bit of improvement, but not much, and they went ahead and did the implant anyways. The patient had tried all 4 programs and had stimulation turn ed up so high it hurt. The patient urinated maybe an ounce so it didn¿t seem to fully empty. If the patient drank something, they immediately needed to go to the bathroom. The patient would have a follow-up appointment on (B)(6) 2015. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he had the therapy removed and wanted to donate the programmer. Stimulation never helped with symptoms and he was diagnosed with bladder cancer in (B)(6) 2015. The patient never had symptom control and stated he should never had the implant done. He felt the bladder issues he had were more tied to the bladder cancer.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0tx6g, implanted: (B)(6) 2015, product type: lead. (B)(4).